Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 501 mg/dl, 310 mg/dl, 116 mg/dl and 108 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings of 500 mg/dl, 310 mg/dl and 116 mg/dl were found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. In addition,the device manufacture date is unknown. The date is the date the complaint was received by customer service.